Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explantation procedure. The performance of the returned fragment under complaint was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a damaged insulation at a distance of 47 cm proximal of the lead tip. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The ICD was received and analysed. During analysis of the ICD header no deviation was noted. The ICD proved to be fully functional, especially all impedance measurement functions as well as sensing of the ICD were normal and as expected. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2014 noise artifacts on the lv channel were observed, so sensing was set to off during a normal follow up. On the following follow up the impedance in the lv was constantly out of range and there was no pacing support on vs. The lead was removed and replaced. The lead was cut for laser removal and the proximal part was unfortunately not saved.